Manufacturer narrative:
Complaint (B)(4). No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. There is no alleged malfunction of the device. The customer attributed the incident to technique and learning curve. The complaint is not justified.

Event description:
Customer states needlestick occurred. A phlebotomist at (B)(6) medical center, was drawing blood on a patient at the medical plaza on (B)(6) 2020. During the drawing procedure, the employee was using the new greiner butterfly needle and while probing for a vein the needle came out and stuck the left index finger. The needle went through the glove and punctured the skin.(left index finger). It was a dirty needlestick, as the needle was removed from the patient's arm. The customer attributed the incident to technique and learning curve and confirmed there was no life-threatening, impairment, permanent, or necessary surgical intervention with this incident.